Event description:
It was reported that this right ventricular (rv) lead was difficult to remove during a device upgrade procedure. A lead locking device and dilator sheath were used to assist in the removal, however the lead tip broke during the attempted extraction. The tip remains in place, and a new rv lead was successfully placed. No additional intervention for tip removal is expected. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was difficult to remove during a device upgrade procedure. A lead locking device and dilator sheath were used to assist in the removal, however the lead tip broke during the attempted extraction. The tip remains in place, and a new rv lead was successfully placed. No additional intervention for tip removal expected. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.